Event description:
The plaintiff's attorney alleged that the patient experienced a sudden cardiac event. The following month the patient experienced another sudden cardiac event and expired the same day. It is further alleged that the event was caused by the patient's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports related to this event. A follow up report will be submitted upon receipt of any additional information.